Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during puncture, the needle cannula kinked. When attempting to straighten the needle, the needle broke.

Manufacturer narrative:
Qn#(B)(4). The customer returned an 18ga x 2-1/2" introducer needle. The needle cannula broke and separated 1mm from the needle hub. Under microscopic examination both ends of the cannula were partially flattened. The damage to the cannula is consistent with fatigue breakage due to bending. The inner diameter (ID) of the needle cannula measured 0.0415 inches, which met specification. The outer diameter (od) of the cannula measured 0.0500 inches, which also met specification. The od and ID measurements indicate that the wall thickness of the cannula met specification. A review of the device history records (DHR) for the needle did not reveal any manufacturing related issues. The report that the needle cannula broke was confirmed through visual inspection of the returned sample. The needle cannula broke off 1mm from the needle hub. The needle cannula may bend and break if excessive lateral force is applied. A DHR review was performed and it did not reveal any manufacturing related issues. Based upon observed characteristics at the break and the report that the needle broke during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during puncture, the needle cannula kinked. When attempting to straighten the needle, the needle broke.